Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information tract irritation, inflammatory response, lung disease, reduced cardiopulmonary reserve other, more specifically: chronic cough, lung and throat inflammation, intestinal infections; pneumonia x2 with lung nodules present; bronchitis, chf. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.